Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that there are several sutures with no needles. No more information has been provided.

Manufacturer narrative:
Reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375 analysis and results: there are previous complaints of this code batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market 2,736 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there are previous confirmed complaints for this code-batch regarding the same issue, we consider this case confirmed as well. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received in the previous complaints did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed as well. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.